Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed as the 18g nexiva device was not provided for investigation. The top web label from the unit package was returned, but the packaging did not support the complainant's description of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the complaint could not be confirmed, a trend was identified for leakage at septum complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: rubber stopper at the end of the hub malfunctioned and blood leaked, led t pt needing second IV.